Event description:
It was reported that the insulin pump alarmed button error. It was stated that it is unknown what lead to the alarm but the customer is outside of the country at a humid location. Blood glucose value is unknown. Customer declined to replace the device as she has recently received a new insulin pump as upgrade. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.